Event description:
It was reported that the patient was experiencing pain and shocking sensation from the spinal cord stimulator (scs) device. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and leads were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7026467 / 5070367.